Event description:
It was reported that the connection between the holster and the control module does not function. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require; mechanical upgrade, vso replaced, unit cleaned. After servicing the unit passed all qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.